Event description:
Customer reported via phone call that the customer received a no delivery alarm multiple times when attempting to program a bolus. Customer stated that the alarm was resolved by a complete set change. Customer also mentioned that she did not have insulin delivery for five hours and her blood glucose readings were high and at nearly 600 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.